Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 33005099803-2014-03869 and 33005099803-2014-03870 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the jagwire guidewire was stuck in the ultratome xl and when the guidewire was removed, the hydrophilic tip was detached exposing the tip of the metal corewire. A second jagwire guidewire was used however, the guidewire was stuck and when it was removed from the ultratome xl, the hydrophilic tip detached exposing the tip of the metal corewire. The detached tip was retrieved using a basket. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2014: the procedure was completed using a third jagwire guidewire.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 33005099803-2014-03869 and 33005099803-2014-03870 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the jagwire guidewire was stuck in the ultratome xl and when the guidewire was removed, the hydrophilic tip was detached exposing the tip of the metal corewire. A second jagwire guidewire was used however, the guidewire was stuck and when it was removed from the ultratome xl, the hydrophilic tip detached exposing the tip of the metal corewire. The detached tip was retrieved using a basket. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found the distal tip detached exposing the tip of the metal corewire approximately 3.3cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 33005099803-2014-03869 and 33005099803-2014-03870 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the jagwire guidewire was stuck in the ultratome xl and when the guidewire was removed, the hydrophilic tip was detached exposing the tip of the metal corewire. A second jagwire guidewire was used however, the guidewire was stuck and when it was removed from the ultratome xl, the hydrophilic tip detached exposing the tip of the metal corewire. The detached tip was retrieved using a basket. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.